Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: p elite ous mr 16 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 43.9cm distal to the distal end of strain relief, as well as multiple kinks located at different places along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-apr-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the tortuous and highly calcified proximal right coronary artery. Following pre-dilation of a non-bsc balloon catheter, a 16 x 3.50 promus elite drug-eluting stent was advanced, but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed hypotube fracture.